Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to decrease his blood glucose level. The customer had a foot problem and was being treated for a blister on his foot. Customer's blood glucose level was 372 mg/dl. The customer treated his high blood glucose level with the insulin pump and manual injections. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.